Manufacturer narrative:
Model number/catalog number: sc-3138-25, serial number: (B)(4), batch/lot number: 13845122/16289752, model/catalog description: lead extension kit 25cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected.